Event description:
The distributor (B) (6) reported that after 45 days of a posterior lumbar fusion due to degenerative spine, the patient feels in pain in her back and goes to her surgeon to find out the reason. The distributor (B) (6) reported that in x-ray images, the surgeon finds broken screw. The distributor (B) (6) reported that the surgeon decides to do revision surgery.

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.